Event description:
Precision g. Instrument (medisense) results differ significantly from lab results. Creates adverse situation when used for screening and treatment. All tests done by same trained person. No deviation of technique.